Manufacturer narrative:
The investigation is completed.it was reported that the forceps pull out the trocar cannula from the sclera.a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria.no sample received. Only pictures could be reviewed.a root cause cannot be ascertained without receiving a sample for investigation. Based on the reviewed photos, it is not possible to make a precise statement about the event. It can be seen that the trocar is attached to the shaft, but it cannot be determined whether it does not fit or whether something else has caused the trocar to loosen.the sample is not available for investigation, therefore, a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the forceps pulled out the trocar cannula from the sclera. The product was replaced and procedure completed with no patient harm.